Manufacturer narrative:
The rse provided part information (453564406631, iv2-flex mechasy loudspeaker assembly) to the customer and a material only work order was created. The material only work order was cancelled because there was no response from the customer. It is unknown what caused the issue or how it was resolved. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed.

Event description:
Philips received a complaint on the intellivue mx550 patient monitor indicating that "speaker malfunction". Good faith effort clarified there was no sound produced. It is known that the device was in use at the time of the event. No adverse event occurred.